Event description:
It was reported that the user received an occlusion alert after a supply change while using an ilet system with a manually filled insulin cartridge and a steel infusion set; the user initially observed insulin droplets from the pitchfork connector rather than from the steel needle, indicating the short tubing was not filled, and customer support guided the user to disconnect, rewind, inspect for air, and properly fill the tubing until drops were seen at the steel needle, after which insulin delivery was resumed. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the occlusion alert was consistent with an infusion set/tubing fill issue and resolved after proper priming of the short tubing. It was concluded that the event was attributable to user setup error related to incomplete tubing fill, with the device functioning as designed after corrective steps.